Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at (B)(6) 2019. Based on information documented by the fse that manual replacement of the reagent in bottle 3 (alcohol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Although a user affirmed in the instrument software that the alcohol concentration in bottle 3 was to be reset on (B)(6) 2019, the actual alcohol concentration in bottle 3 remained unchanged because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type.

Event description:
Leica biosystems received a received a complaint detailing the following in relation to peloris ii rapid tissue processor serial number (B)(4): "they think the equipment does not process well. Every monday reagents change. This tuesday they have processed correctly". On 19 june 2019, a leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse documented the following: "customer reset the concentration of the bottle number 3 (B)(6) 2019 without replace the bottle. It was out of the instrument only for 3 seconds. User requests review of the equipment after incident. Correction: rv movement test, pressure test, line purge test. Service test was passed successfully. Logs were analyzed and the problem was found on the bottle 3 concentration. There was no lost of tissue because the samples was successfully reprocessed. User complains about problems in processing. Pressure test, rotary valve and line purge are performed. After log analysis, it is determined that on thursday, (B)(6) 2019 3, bottle 3 of alcohol was reset without changing it. This was extracted for three seconds. Reagents are changed on monday 17 and, after sample processing, on tuesday 18 the results are ok. Wednesday 19 the paraffins that have not yet been changed are replaced. After 3 days processing the user does not indicate incidents." On 19 june 2019, the leica field service engineer (fse) received information that "there was no lost of tissue because the samples was successfully reprocessed."